Manufacturer narrative:
Manufacturing investigation: DHR review conclusion: DHR review completed with no associated issue identified. Justification for ¿no escalation required¿ selection: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is not being returned. A case of revision due to loss of stimulation was reported to abbott. We explanted the lead we saw that the lead broke at the spot where the lead leaves the anchor. We implanted a new lead, and the stimulation is fine again. The patient is stable and has the stimulation back there, where it is needed. Lead was cut up several times by the surgeon and discarded. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced loss of stimulation. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. During the procedure, the lead was observed to be broken. Effective therapy was restored post-op.